Manufacturer narrative:
Medical records were received and reviewed. The right inguinal hernia has been repaired, and the patient continues continuous cycler-assisted peritoneal dialysis therapy. There is a probable association between the event of right inguinal hernia and pd therapy.

Event description:
Medical records were received from the patient¿s treatment facility. The patient presented to their peritoneal dialysis (pd) clinic with pain and swelling at the right groin area. On (B)(6) 2016, the patient presented to a hospital¿s emergency department with abdominal pain, a worsening three year old right inguinal hernia that increased in size the day prior and 8/10 pain with emesis times two. The patient was admitted to the hospital and diagnosed with a right intractable inguinal hernia and a distal small bowel obstruction. Physical examination on (B)(6) 2016 revealed a large abdominal mass visible size of about 4 x 5cm non-retractable, mild tender on palpation with bowel sounds intact. On an unknown date during the hospitalization, the patient underwent a right inguinal herniorrhaphy, the patient passed gas, tolerated by mouth, and received dialysis treatment via pd therapy.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. In addition, if medical records are received a supplemental report will be submitted upon final review of medical records by post market clinical specialist.

Event description:
A peritoneal dialysis (pd) patient reported feeling pain in his abdominal region. Follow-up with the peritoneal dialysis registered nurse (pdrn) confirmed the patient was admitted to the emergency room (ER) on (B)(6) 2016 for symptoms of abdominal pain. While hospitalized it was discovered the patient's abdominal pain was caused by an abdominal hernia. The patient underwent unscheduled abdominal hernia repair and was discharged from the ER on (B)(6) 2016. Patient is recovering from symptoms of abdominal hernia. Medical records were requested but were not received at the time of this report.

Manufacturer narrative:
Device was not replaced or returned to the plant for investigation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.